Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer drank juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.